Event description:
A technician reported that one week post photorefractive keratectomy (prk), a patient had a corneal abrasion in the right eye. Patient had a bandaged contact lens on and was started on an antibiotic and steroid drop. The abrasion has now resolved one month out.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).